Event description:
Caller alleged discrepant results with inratio versus lab. Inratio 3.2, lab 2.7. Inratio results were in the afternoon, lab results were in the morning.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter inr: 3.2, lab inr: 2.7, mean: 2.95, confidence limits: 1.8-4.2. Possible timing and misuse issues. Caller reports that the meter tests were in the afternoon and the lab test was in the morning and the patient was taking amoxicillin. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Certain prescription drugs and over-the counter medications (e.g., antibiotics) can affect the action of oral anticoagulants and the inr value. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. Device was not returned for evaluation. Investigation is closed. No corrective action is required as no product deficiency was established.